Event description:
It was reported that the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated alarms for low o2 concentration. The issue has been confirmed in problem description and device's logs. Based on technician statement, the estimated remaining capacity of the o2 cell was 0% (information was displayed on the screen). The o2 cell has been replaced. The defective part has not been returned for further investigation. The root cause of the event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).